Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh), ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The initial tsh result from the cobas 8000 core unit was 6.09 uiu/ml. The sample was repeated on a centaur system and the result was 69.7 uiu/ml. The initial ft3 iii result from the cobas 8000 core unit was 10.16 pg/ml. The sample was repeated on a centaur system and the result was 1.3 pg/ml. The initial ft4 ii result from the cobas 8000 core unit was 2.77 ng/dl. The sample was repeated on a centaur system and the result was 0.5 ng/dl. No adverse event occurred. The cobas 8000 core unit serial number was (B)(4). It was noted that peg precipitation tests gave low recovery results for the ft3 iii and ft4 ii parameters. No specific values were provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided, pre-analytical issues can most likely be excluded.

Manufacturer narrative:
The customer indicated that the patient sample involved in this case is a new event from the same patient reported in the following report numbers: 1823260-2015-04362-00; 1823260-2015-04363-00; 1823260-2015-04364-00. The customer used an e602 analyzer. The serial number was not provided. The patient sample was submitted for preliminary investigation. The sample was tested on an e411 analyzer used at the investigation site and a modular pe analyzer used at the investigation site. The tsh result from the modular pe analyzer was 5.66 uiu/ml. The result from the e411 analyzer was 6.09 uiu/ml. The ft4 ii result from the modular pe analyzer was 2.02 ng/dl. The result from the e411 analyzer was 1.13 ng/dl. The ft3 iii result from the modular pe analyzer was 8.13 pg/ml. The result from the e411 analyzer was 4.44 pg/ml. Based on the available data, a general reagent issue at the customer site can most likely be excluded. A sample from this patient was submitted for investigation in a previous case where a streptavidin interfering factor was identified. This specific interference is addressed in product labeling. This interfering factor is most likely also in the sample addressed in the current case. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.